Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 475 mg/dl and 170 mg/dl. The customer stated that the insulin pump was not working properly. The customer treated with insulin pump bolus and manual injections. It was unknown if the customer was using auto mode. The insulin pump will not be returned for analysis.